Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 3000 mcg/ml baclofen at a dose of 638.7 mcg/day for intractable spasticity and head/brain injury. It was reported that a pump replacement for a head injury/spastic patient (¿mostly all there¿ per the representative) was done due to normal battery longevity on (B)(6) 2016. The hcp accidentally ¿nicked¿ the existing catheter, so a catheter revision was done along with the pump replacement. The representative was questioning the catheter volume via the clinician programmer of 0.436 mls and inquiring if the manufacturer had records of the patient¿s catheter lengths/volumes. The representative was not comfortable with programming a prime of that size volume. The representative spoke with the hcp after that on (B)(6) 2016 and stated there was no length or coiling of the catheter behind the pump. The representative would be at the patient¿s post-operative hcp appointment. There were no symptoms reported. It was reported that there was incorrect catheter information programmed via the clinician programmer.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician. Unknown programmer no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. It was believed that the nick in the catheter occurred when the hcp was opening the pocket to remove the old pump. It was assumed that the 0.412 [catheter volume] was highly incorrect, as the pump was located in the abdomen, and there was not much extra catheter in the pocket site post pump segment revision. The incorrect catheter volume had not been resolved. The manufacturing representatives would be at the post-op appointment and would request the hcp attempt to measure the catheter at that time to have a better idea of how long the catheter was. It was later reported that the patient was doing well at the post-op appointment, and the hcp decided to not take any action at that time. The manufacturing representatives still did not know what the correct catheter length was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.